Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported by the customer that they have had an issue in the lab where the wire was separating from the pad on the quik-combo pads. This issue has been observed in the past. The latest event did involve patient use; however, there were no adverse affects to the patient reported as a result of device use.